Manufacturer narrative:
The insulin pump passed the displacement test and p-cap/reservoir locked properly in place. Insulin pump received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retention ring was broke of a while ago. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.